Manufacturer narrative:
Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent and the lead appeared to have been damaged at implant.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the right ventricular lead implant, the physician had positioning difficulty because the lead screw would not deploy. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the right ventricular lead implant, the physician had positioning difficulty because the lead screw would not deploy. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.